Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple alarms on insulin pump. The customer's blood glucose was 42 mg/dl. Customer reported that the event was resolved by reservoir change. The customer declined troubleshoot for low blood glucose. The sensor will be returned for analysis. The reservoir and the insulin pump will not be returned for analysis.